Event description:
It was reported that 243 days after implantation of a 2.75x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending (lad) artery. No information was reported concerning pre-intervention stenosis. A 2.75x24mm taxus stent was deployed in proximal lad. No information was reported concerning post-intervention stenosis. No information was reported concerning the calcification or tortuosity of the vessel, or patient medications used before or after the procedure. The patient received angiomax during the procedure. Patient complications were reported as none. The patient presented 243 days after the initial procedure with an in-stent restenosis in the proximal lad artery. After balloon dilation, a 3.0x33mm cypher stent was deployed inside the previously placed a 2.75x24mm taxus stent. A post-intervention stenosis of 0% was reported. Patient complications were reported as none. Patient status was reported as "fine".